Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a therapy shock from the implantable cardioverter defibrillator (ICD); however, there is no observation and no arrhythmia episodes stored in device memory. The device cardiac compass shows a shock and checking battery ¿last charge¿ shows the date and energy of the therapy shock delivered. An ¿interrogate all¿ still shows no episodes. The device remains in use. No patient complications have been reported as a result of this event.